Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 10 years old. The last repair was on (B)(4) 2011, for a non related issue. The inspection found that the motor speed on this device, started just within specification then slowed to out of specification low within 2 minutes. All other calibrations were within specifications. Unable to determine a cause of the reported complaint. During pre-repair testing the device speed slowed considerably, however this did not occur during repair testing. A review of salvaged parts did not indicate any obvious component failure which would have contributed to the cause of the reported complaint. It is possible the device speed varied during use, however this cannot be verified, and it is uncertain if this would have contributed to the cause of the reported complaint. The device was serviced and returned to the customer.

Event description:
It was reported that the air dermatome was skipping while in use. Additional clinical follow up with the hospital indicated that there was no injury or death, no additional donor site graft harvested, no additional intervention or treatment required and there was no delay of the procedure.